Event description:
Subsequent to the initial medwatch report additional information received stated, arteriotomy closure was attempted at the right common femoral artery.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the starclose se did not work as expected. The starclose se did not click in position 3. When inspecting, the clip was found stuck in the distal end of the tube. It is not known how hemostasis was achieved. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report additional information received indicates vessel closure followed a diagnostic angiography. Reportedly, resistance was felt during the thumb advancement step, however, the step was completed (the arrows aligned and a click was heard). The clip was delivered, but hemostasis was not achieved. Hemostasis was achieved using manual compression with no complications to the patient.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the garage leaves had punctured and shredded the sheath during the thumb advancer deployment, resulting in bent garage leaves and stretched sheath as observed. Also, this would create resistance to the thumb advancer deployment as reported. Subsequently, because the sheath was elongated, the clip tines punctured into the sheath, resulting in the clip being captured instead of fully delivered to the arterial surface to close the vessel. The clip was not returned with the device. Based on our investigation findings, the probable root cause for torn and stretched sheath that captured the clip is tight tissue tract. Instead of the tubeset sliding easily within the sheath while advancing the thumb advancer, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced, resulting in the garage leaves of the tubeset punctured and shredded the sheath. Subsequently, the sheath elongates which can cause interference with clip deployment. No manufacturing or quality issue was detected. A review of the device history record did not produce any findings relevant to this report.